Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a health authority on a website in china that after an unspecified surgical procedure on (B)(6) 2024 the milagro inscr small size 6x23 device the patient had inflammation. It was reported that during the surgery of patellar dislocation correction, intervention screws were used for ligament fixation. After surgery, secretions appeared on both sides of the wound, and there was redness, swelling, and pain. The wound was treated with dressing change, followed by wound debridement, vsd negative pressure suction, and antibiotic treatment. The wound healed in one stage. No additional information was provided.